Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had an absence of no delivery alarm. The blood glucose reading was 470 mg/dl. The customer's mother stated that the customer ran a 7 unit bolus, and the insulin pump did not alarm. Upon removal of the infusion set, the cannula was found to be bent. No leak was observed. The insulin pump passed the self test and high pressure test. No further assistance was needed and nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.